Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 07-nov-2022. Investigation summary: it was reported the needles were clogged. To aid in the investigation, one hundred eighty-five samples were provided to our quality team for investigation. Thirty-two samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Twenty-nine samples expelled the solution with a normal flow. Three samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot number 2025239. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additional device histories were reviewed for each batch of needles used in the manufacture of batch 2025239. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that 20 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "we are having an issue with some of our 1in 25g bd safetyglide needles. Some of them seem to not be ¿patent¿. When we put the needle on a prefilled syringe and push the plunger to try and get the air out ¿ you cannot push the plunger up to get the air out. In a box of 50 ¿ we have probably had about 20 or so that we could not use due to this. It is not all of the needles in this box but quite a few."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "we are having an issue with some of our 1in 25g bd safetyglide needles. Some of them seem to not be ¿patent¿. When we put the needle on a prefilled syringe and push the plunger to try and get the air out ¿ you cannot push the plunger up to get the air out. In a box of 50 ¿ we have probably had about 20 or so that we could not use due to this. It is not all of the needles in this box but quite a few."